Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy rash under her electrodes. The patient had a history of allergic reactions to metals. The patient was instructed to use a cream on the irritation by their physician. There is no indication of a device malfunction. The irritation did not improve.